Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a patient use event, the patient was shocked as intended and there were no adverse effects, however, the message on the display screen stated, "shock not delivered". An examination of the printed event strip did verify a shock was successfully delivered to the patient. There was no reported adverse patient impact.